Manufacturer narrative:
Mfg date now provided.conclusion added as the item was discarded by hospital staff.

Event description:
A medtronic representative reported that, while in a procedure using a laser induced thermal therapy system, the tip of the catheter appeared to be melted after being removed from the patient. The fiber was pulled back approximately 1 millimeter during treatment. The surgeon completed the procedure with the use of the thermal therapy system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Device manufacturing date is unavailable. Return requested. Replacement vclas .4mm core fiber 10mm tip shipped to site. No parts have been received by manufacturer for analysis.